Manufacturer narrative:
A ge service rep evaluated the system and replaced the controller circuit board. The system operates as intended.

Event description:
The customer reported the system intermittently would not produce x-rays. No pt injury was reported.